Event description:
It was reported that the perfect passer jaw fell off in the patient. No patient injury was reported.

Manufacturer narrative:
The reported perfectpasser connector, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, the perfect passer jaw fell off in patient. Visual inspection shows the connector was received with the s-clamp unhooked from the s-hook. Also a suture cardtridge was loaded. Internal investigation indicates the failure cause for upper s-clamp coming loose is due to a dimensional discrepancy on the s-hook component. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.